Event description:
New information received notes that the rv lead will not be returning.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic for follow-up. It was discovered that the right ventricular (rv) lead was exhibiting noise. The physician opted to replace the lead, a new lead was successfully implanted. The patient was in stable condition.